Event description:
It was reported that the patient lost weight and due to this, the position of the implantable pulse generator (ipg) moved, which caused the patient to experience pain while sitting. The patient underwent a procedure where the ipg was re-positioned and remains implanted. During the procedure, it was noticed that the spinal cord stimulation (scs) lead displayed high impedances, and the lead was removed and replaced. Post operatively, the patient was doing well. The explanted lead will not be returned as it was disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial: (B)(6). Batch: 7079818. Model/catalog description: linear 3-4 lead 70 cm. UDI: (B)(4).